Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 103 mg/dl, 115 mg/dl (compact plus (B)(4)) and 199 mg/dl, 118 mg/dl (compact plus (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.